Event description:
Conmed japan reported on behalf of a customer that the as-ifs1, airseal ifs, 120v device was used in a robot-assisted distal gastrectomy procedure on an unknown date, and ¿at the study meeting, a sales representative asked the doctor about the use of air seal at his facility and whether there were any complications, and it was confirmed that the doctor had experienced mild subcutaneous emphysema. However, because the subcutaneous emphysema that the doctor experienced was mild, so he has forgotten details such as the date and time etc¿. The procedure was completed without the use of an alternate device. The discovery was made post-operatively. No further details were available. There was no allegation of a malfunction of the as-ifs1 device. This report is being raised due to the reported injury of mild subcutaneous emphysema, with no indication of a device malfunction.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of a customer that the as-ifs1, airseal ifs, 120v device was used in a robot-assisted distal gastrectomy procedure on an unknown date, and ¿at the study meeting, a sales representative asked the doctor about the use of air seal at his facility and whether there were any complications, and it was confirmed that the doctor had experienced mild subcutaneous emphysema. However, because the subcutaneous emphysema that the doctor experienced was mild, so he has forgotten details such as the date and time etc¿. The procedure was completed without the use of an alternate device. The discovery was made post-operatively. No further details were available. There was no allegation of a malfunction of the as-ifs1 device. This report is being raised due to the reported injury of mild subcutaneous emphysema, with no indication of a device malfunction.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The service history was reviewed, and no data was found. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. (B)(4). Per the instructions for use, the user is advised that incorrect placement of a cannula or a trocar into subcutaneous tissue may lead to emphysema. To reduce the risk, use a low gas flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Long surgeries (> 200 min.), the use of many access points, duration and size of leaks at these points may also contribute to emphysema. Be sure to close leakages in trocar access points immediately. We will continue to monitor for trends through the complaint system to assure patient safety.